Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure . An angiographic complication of dissection occurred during the index procedure during implantation of the lad stents.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).